Event description:
It was reported that 2 bd¿ blunt fill needles turned the midazolam solution red once drawn up. The following information was provided by the initial reporter: "a report of a particular medication (midazolam 5mg/5ml) turning blood red after being drawn up out of the vial using bd drawing up needle into 10ml syringe... There were two separate batches of midazolam that this occurred with, however staff did not keep any details of lot numbers of the syringes or drawing up needles that they used. They were using the bd blunt fill needles ref 305180 and the bd 10ml syringe luer-lok tip ref 302149. It happened twice on friday 7th july. Our pharmacist and I have tried replicating this multiple times today, however we were not able to despite trying multiple different lot numbers of both syringes and blunt fill needles. A tga complaint will be lodged in regards to the medication."

Manufacturer narrative:
H.6. Investigation summary: it was reported a particular medication turned red after being drawn up out of the vial using a bd needle. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show two 10ml syringes connected to needle assemblies with plastic shields. Each syringe has about 5ml of a red color solution. There are also two empty vials. No other information could be obtained from the photos. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without a physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd¿ blunt fill needles turned the midazolam solution red once drawn up. The following information was provided by the initial reporter: "a report of a particular medication (midazolam 5mg/5ml) turning blood red after being drawn up out of the vial using bd drawing up needle into 10ml syringe. There were two separate batches of midazolam that this occurred with, however staff did not keep any details of lot numbers of the syringes or drawing up needles that they used. They were using the bd blunt fill needles ref (B)(4) and the bd 10ml syringe luer-lok tip ref (B)(4). It happened twice on friday (B)(6). Our pharmacist and I have tried replicating this multiple times today, however we were not able to despite trying multiple different lot numbers of both syringes and blunt fill needles. A tga complaint will be lodged in regards to the medication."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.